Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia while connected to the pump, with an estimated blood glucose in the 50s accompanied by sweating and near-syncope; the patient treated the event with oral glucose and suspected a missed meal as a potential contributor, and there were no alerts or alarms reported. Symptoms included hypoglycemia and diaphoresis. Outcomes included an unexpected medical intervention in the form of medication administration and classification as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.